Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device, on 04/19/2024. The patient experienced inaccurate cgm values 2 days after the sensor was inserted in the arm. On (B)(6) 2024 the patient was feeling dizzy at around 11 am, it was not documented what the bg/cgm readings were. The patient's sister accompanied the patient to the emergency room which they arrived at around noon during lunch. There the nurse took a bg reading which was showing 430 mg/dl and the cgm reading was 120 mg/dl. The patient was treated with 1 bag of IV insulin and at around 5 pm they treated him again with IV insulin. The patient stayed overnight and was monitored. He was discharged at around 3 pm on (B)(6) 2024. At the time of the report the patient was fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator when the patient was feeling dizzy. The reported glucose values fall within the c zone of the parkes error grid at the ER. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.